Event description:
The site reported that at the end of an uneventful prostatron treatment it was noticed that there was a leak in the prostaprobe cooling system. The pt was not affected by the leak. This event is being reported because a similar event could result in a serious injury.